Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the performance was out of specification. It was further determined that the device failed the following inspection criteria during pretest: check with test bench and record results; power: 30 to 80 watt(w) and speed: min. 632 to 1032 rpm at 6.5 bar ± 0.2 bar, check internal leak tightness, and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the air pen drive device had low revolutions due to lack of lubrication. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.